Manufacturer narrative:
The provided photos were examined. No malfunction or defect of the system or the footrest was determined. Only normal signs of wear and tear were visible on the footrest and the table. This degree of wear had no impact to a proper attachment of the footrest. All retaining bolts functioned properly according to the provided photos. This indicates that the foot rest was not attached properly by the operator. The correct attachment and handling of the foot rest is described in the operator manual (see xpd1-325.620.01.01.02; chapter 8, on page 28/29 - footrest).

Manufacturer narrative:
Resubmission of initial report as per FDA on 4/3/19. Investigation of the incident is on-going. A supplemental report will submitted if additional information becomes available. Customer's address: (B)(6).

Event description:
Siemens became aware of an issue with a foot rest on the axiom luminos drf system. The foot rest was attached to the system table in upright position. The operator had to provide assistance to the patient due to a specific situation. After that, the foot rest could not be attached to the table any more. The details of the incident remain unclear. Siemens requested additional information about this event. There are no injuries attributed to this event. The reported event occurred in (B)(6).